Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the occlusion alarms were making it difficult for the customer to manage blood glucose. However, the exact value was not provided. The supplies were changed to address the event and insulin delivery was resumed.